Event description:
Customer reported that "general system failure" appeared during treatment. Not possible to carry on treatment, shut down the machine and performed manual termination. Unk blood loss volume.